Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a securfit stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report, states:sem images of the fracture surface. Shows the region of fracture origin. Multiple origins were observed. The occurrence of multiple origins is usually associated with high stress loading which could be consistent with the event description. The initiated crack propagated through fatigue until final fracture in a ductile manner. Energy-dispersive spectroscopy was performed on the stem and coating material. The stem material was a ti-al-v alloy consistent with an astm f136 alloy. The coating was a ti alloy consistent with the coating requirements of the stem. The material analysis report concluded that: the device likely initiated in a high stress event. The fracture progressed in fatigue with final fracture in a ductile manner. The coating of the stem was consistent the design requirements and the material of the stem was consistent with an astm f136 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the medical information by a clinical consultant indicated that : bony impingement as caused by a high cup position is the most likely cause of failure to have contributed to overload in the arthroplasty with fatigue build-up ending in a proximal stem body fracture. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. However the material analysis report concluded that "no material or manufacturing defects were observed on the surfaces examined." Further information such as operative reports, lateral xrays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
The patient underwent tha on (B)(6) 2007. The patient fell down and came to the hospital. X-rays were taken and stem breakage was noticed. It was noted that the revision operation is scheduled for (B)(6) 2015.

Event description:
The patient underwent tha on (B)(6) 2007. The patient fell down and came to the hospital. X-rays were taken and stem breakage was noticed. It was noted that the revision operation is scheduled for (B)(6) 2015.